Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing low and high blood glucose (bg) levels. The bg level ranged from 22 to 300 mg/dl with a moderate level of ketones. The customer stated that the low and high were due to the need to adjust the pump settings and not using the extended bolus feature. The customer also stated that the fluctuating bg levels were also due to over-correcting. To address the high bg, the customer would deliver correction boluses and the low bg was addressed by consuming food. The customer was to meet with a healthcare provider to address the pump settings and the use of the extended bolus feature.